Event description:
It was reported that intermittent ventricular over sensing was observed on the device. Patient was asymptomatic. Reprogramming changes were made to the device and resolved the issue. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.